Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was not having adequate coverage due to high impedances. It was also mentioned that there was fraying at the tail of the lead. The patient underwent a lead replacement procedure and was doing well postoperatively.